Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 10/26/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was received in the replacement lens case. The lens was observed with viscoelastic residues, this condition is typically of an explanted lens. The z9002 sample returned with both haptic(loops): one has a good condition, the other has haptic damage (distorted loop /d/l). The reported complaint was verified. However, the condition of the sample received cannot determine, that manufacturing process affected the lens. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. (B)(4). All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (model z9002 +20.5 diopter) had a bent haptic. There was no patient involvement. No further information provided.